Manufacturer narrative:
E1: (B)(6). H4: the lot was manufactured between december 8-10, 2024. H11: the seven (7) used bags were evaluated. Visual and functional leak testing was performed which identified one (1) bag with a pin hole leak on the right side of eva bag, one (1) bag with a pin hole leak in front lower part of eva bag, three (3) bags with admin port leaks, and two (2) bags that were torn (cut open from the top). The cause of the damages could not be determined; however, the admin port leak may be due to inadequate or lack of cyclohexanone applied to the spike port cap tube during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of seven (7) returned exactamix 2000 ml eva tpn bags, leaks and damage (torn) bags were observed. Three (3) bags had leaks originating from administration port, two (2) bags had pin hole leaks, and two (2) bags were found torn. No additional information is available.